Event description:
The report from the affiliate indicated that the pt was included in a clinical study, but that the stent being reported was not the stent implanted for the study. Approx seventeen (17) months after the index procedure during the follow-up period, coronary angiography demonstrated restenosis inside the two (2) previously implanted cypher stents. The report stated that the pt did not have chest pain. The restenotic lesion was reported to be: a 79% stenosis. The lesion was pre-dilated with a 3.5/20 mm balloon at 24 atm. A cypher 3.5/18 mm balloon/lot #i0305041 which was the stent for the pms study was implanted at 20 atm for 31-60 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was reported to be 18.1%. The physician's comment regarding the restenosis was that he did not relate it as an issue for cypher as this occurs also with bare metal stents (bms). The target lesion for the index procedure was the proximal and mid right coronary artery (rca). The lesion was reported to be: not calcified, not de novo, and not a bifurcation lesion. No other lesion info is available. A cypher 3.0/28 mm stent was implanted in the proximal rca at 14 atm for 30 sec. The stenosis was reduced from 90% to 0%. An additional cypher 3.0/28 mm stent was deployed in the mid rca at 12 atm for 30 sec. The stenosis was reduced from 90% to 0%. The stents were not post-dilated.